Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported the patient complained of seeing halos post implant of a zxt150 22.0 diopter intraocular lens (iol). The iol was explanted from the left eye on (B)(6)2017. There was no incision enlargement or vitrectomy required and the patient is fine. No additional information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR, date was reported as 08/08/2017; however, through review, it was found that the actual/correct date should have been entered as 08/06/2017. The initial reporter, in the initial MDR was reported as dr. (B)(6); however, through follow up, the correct initial reporter was actually dr. (B)(6). The address and telephone number are the same. Has been updated accordingly: additional information received reported that the patient was a female with date of birth (B)(6). Also, the implant date was (B)(6) 2017, and the lens was replaced with a zcb00 21.5 diopter. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, the patient no longer experiences halos and no further issues were observed. No additional information was provided. Age/date of birth: (B)(6). Gender/sex: female. If implanted, give date: (B)(6) 2017. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.